Event description:
The ventilator had a smell of overheating and discontinued operating the ventilator. It was unknown if the ventilator was in use on a pt, however the customer reported there was no pt harm. The distributor's service enginner performed an evaluation of the ventilator and reported finding components on the power supply overheated. The service engineer replaced the power supply to correct the problem. A request to return the power supply to the MFR had been made, however the component has not been rec'd to date.